Event description:
It was reported patient was unable to place ipg into MRI mode due to high impedances. As such, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned paddle lead (3228) found it had been damaged during explant. There were multiple broken wires/exposed wires and raised contacts. The event details stated that there were high impedances prior to explant but this cannot be verified by the lab as no field reports taken prior to explant were attached. However, since the report stated high impedance prior to explant and there were multiple broken wires the allegation is confirmed.